Manufacturer narrative:
Device evaluation: the returned item matches information listed in the complaint file. Visual inspection revealed that the implant has disassembled. The inferior plate is part number mb119k, lot 5393068 and the superior plate is part number mb078k, lot 5390147. The implant was able to be reassembled using si-mobc-0001 with no difficulty. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied on the implant during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant broke while tamping in for final positioning and it did not look like the implant was maintaining stability. The implant was removed and replaced. There was no reported patient impact.